Manufacturer narrative:
Recall: correction: recall number (z0458) was mistakenly added on initial MDR submitted on 07/21/2016. The MDR is not related to the riata recall (z # 0458). Please update to remove references to the recall on fields. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.0-8.5cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and high pacing impedance measurements were observed on the rv lead. All other electrical parameters were normal and in range. Lead was extracted and replaced. Patient was stable before, during and after the procedure.